Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat issue. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A visual inspection revealed the device was returned with both t1 and t2 anchors. The suture was attached to the anchors and the suture knot has been tightened down. The device appears to have only been actuated once. Saline residue on the deployment knob. Suture and anchors show no signs of wear. A functional evaluation confirmed the device had already deployed t1 and the first attempt to deploy pushed the deployment needle as expected and reset to the t1 pre-deployment position. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or unintended activation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair using the fast-fix 360 curved ndl delivery sys, t1 & t2 deployed simultaneously. The ts were removed from within the patient. The procedure was successfully completed with a delay of 30 minutes or less using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.